Event description:
Reporter stated that pt was feeling really bad and was vomiting. Pt was taken to hosp where they were treated for elevated blood glucose (450 mg/dl). Treatment received: "blood thinner" and IV drip. Pt was still in ICU at time of report.